Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (calcified lesion with 80% stenosis). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (calcified lesion with 80% stenosis). (B)(4).

Event description:
An attempt was being made to treat a calcified lesion with 80% stenosis in the rca using an endeavor resolute drug eluting stent. The device was inspected prior to use with no issues noted. However, while advancing the device to the target lesion, it was noted that the device could not cross the lesion. The device was returned to the manufacturing facility and the stent was noted to be damaged. Device analysis: the hypotube was kinked at 83.5cm distal to the strain relief. The 4th nd 5th distal segments had stretched and raised struts.